Event description:
It was reported that the patient's device was explanted shortly after implantation due to the patient scratching the chest incision and developing a local infection. No replacement was made. Upon follow up with the physician, it was found that the infection was observed after implantation; however, an exact date was not provided. It was unknown if any cultures were taken, nor what the exact date of explant was. Additional information was received from the surgeon's office. It was stated that the patient caused the wound or focal infection by scratching at the chest incision and disconnecting the wires. Per the nurse, notes dated (B)(6) 2006, again noted that the patient picked at the scars. The patient stayed at the nursing home for several weeks after the initial implant, after which the wound healed. It was additionally noted that the patient's leads got disconnected due to the patient tampering with it. It was stated that there was no reason for the leads to become disconnected otherwise. Per the nurse, notes dated (B)(6) 2006, state that they attempted to interrogate the patient's device and found high lead impedance, which was attributed to the patient pulling on the leads. On (B)(6) 2006, it was found that the stimulator was still in place; however, the lead wires were not. The physician considered re-implanting the patient's device in the back where she could not reach it in order to avoid future issues; however, the replacement was never performed. The physician decided that the patient may not due well with vns due to recurrence with tampering, drainage, and no seizures. All interventions were done for patient comfort. It was stated that x-rays would be needed after the high impedance was first observed; however, the results were not provided. The original implant surgery occurred on (B)(6) 2005 and the device was explanted sometime after (B)(6) 2006. An exact explant date was not provided. No other information was provided. A review of the generator and lead device history review found that both devices met all final testing specifications and sterilization standards prior to distribution.

Event description:
The event date has been corrected to ni, as the exact date the event occurred is unknown.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution.

Event description:
A programming history review found that the high impedance was observed on (B)(6) 2006.

Manufacturer narrative:
Upon review of the investigation, it was found that the infection event reported in MFR #: 1644487-2013-00894 was previously reported in MFR #: 1644487-2005-00866. The initial MDR with MFR #: 1644487-2013-00894 provides supplemental information for this prior report. A supplemental report will be submitted for MFR #: 1644487-2005-00866 with the new information that was found and reported in MFR #: 1644487-2013-00894.

Manufacturer narrative:
Describe event or problem, corrected data: information inadvertently not included in initial MDR. Relevant tests/laboratory data, including dates corrected data: information inadvertently not included in initial MDR.

Manufacturer narrative:
Date of event, corrected data: incorrect date listed in initial MDR as exact date event occurred is unknown.